Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported right rupture, capsular contracture baker iii/IV, and "foreign body-type giant cells". Healthcare professional additionally reported right capsular contracture baker grade IV and seroma. The device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data.

Event description:
Physician reported implant rupture, capsular contracture - baker grade iii-IV and granuloma as pathology results identified, "many foreign body-type giant cells". Abundant yellow and dense seroma was found in the right breast. Device has been explanted with a total capsulectomy and replaced with a non-allergan device. This relates to the right side.